Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure of laparoscopy assisted distal gastrectomy, a metal about 6mm was noted to come off in the mayo table by the nurse. Another product and reused forceps were on the table. It was requested to check whether the fell part came off the reported devices. There was no patient involved.